Manufacturer narrative:
The event of split tip of delivery system was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 9f amplatzer trevisio intravascular delivery system was selected for a procedure. During the procedure, while pushing the delivery system over the non-abbott guidewire, the tip of the dilator split. The delivery system was replaced with a new 9f amplatzer trevisio intravascular delivery system. The delivery system did not make contact with the patient. There were no clinically significant delays to the procedure. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 9f amplatzer trevisio intravascular delivery system was selected for a procedure. During the procedure, while pushing the delivery system over the non-abbott guidewire, the tip of the dilator split. The delivery system was replaced with a new 9f amplatzer trevisio intravascular delivery system. The delivery system did not make contact with the patient. There were no clinically significant delays to the procedure. The patient status was stable.